Manufacturer narrative:
Investigation summary : mat: 363095. Lot: bd did not receive samples or photographs from the customer in support of this complaint. 20 retained samples were functionally tested and the issue of underfill was not observed. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes that there was low draw. The following information was provided by the initial reporter: at 7 a.m. On (B)(6) 2023, the nurse on the night shift collected blood samples for the newly admitted patients according to the doctor's order. During the operation, it was found that the tube had low draw issue, and a sufficient amount of blood was not sucked out. Replacement of other vacuum blood collection tubes continued to draw blood without insufficient negative pressure. Report the situation to the head nurse.